Event description:
Perclose device being used to suture artery after interventional cardiology procedure. Pt developed rigors, hypoxia, hypotension and bradycardia during use of device. Pt required atropine, dopamine and close observation.